Event description:
Country of complaint: (B)(6). Pediatric surgeon were testing a loaner kit; mini adtec in a nissen surgery. During intervention it was realized there were some black particles within abdomen of the pt and a burnt smell was noticed, then there was observation of a burn, grade 3, in the pt's skin, forcing them to cut skin, fat and muscle. The hook of the device was noted to be completely bare/ peek was not present. The cable was fine and the power was lower than normal, also one of the surgeons who was present at the intervention has been using mini adtec during more than 5 years without any mishap. Prior to delivering to facility, the material was reviewed by sales rep, no anomaly was observed on the hook.

Manufacturer narrative:
Mfg site eval: eval on-going, waiting for return of product.